Event description:
Event description guidant received information that that the patient with this implantable pacemaker experienced some sort of electrical shock at her home. Afterwards, this pacemaker had no telemetry and no magnet rate. Programmer strips also indicate that there was no pacing output. At this time there is no evidence that correlates the electrical shock received by the patient, and the reported malfunction of the pacemaker.